Event description:
This was reported as a venotomy closure of 3 access sites in the right common femoral vein relative to an ablation procedure. The first 2 prostyle devices were successfully pre-placed and achieved hemostasis post procedure in 2 of the access sites. Prior to post-closure of the third access site, difficulty was noted with removal of the in situ 8f sheath. The sheath was ultimately withdrawn by rotation and pulling it out with force. Upon removal, two small holes were found in the sheath, consistent with it being punctured by one of the first two pre-placed prostyle devices and attaching the sheath to the patient anatomy. Despite the difficulty removing the sheath, hemostasis of the two previously closed access sites was not impacted. The third access site was ultimately closed with manual compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Analysis was performed on the returned device. The reported interaction between device (damage caused by another device) could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the prostyle instructions for use (IFU), states: the perclose¿ prostyle¿ smcr system certification europe (ce) is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catheterization procedures: additionally, the warnings section 7.0 states: do not use the perclose prostyle smcr system in venous access if there are multiple punctures in the same access site, since such punctures may result in a hematoma or retroperitoneal bleed. In this case, the prostyle device is not indicated for multiple access sites in countries outside of the united states. Deployment of the prostyle device in multiple access sites within proximity to the sheath while in the patient contributed to an interaction of the needles puncturing through the procedure sheath as reported. The investigation determined that the reported puncture of the procedure sheath (damage cause by another device) appears to be related to deployment of the prostyle device in multiple access sites while the sheath was in the patient. Deployment of the prostyle device in multiple access sites within proximity to the sheath while in the patient contributed to an interaction of the needles puncturing through the procedure sheath as reported. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code 1494 - indication for use added.